Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 05-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("discharge"), hot flush ("hot flashes"), night sweats ("night sweats"), dysmenorrhoea ("painful periods"), metrorrhagia ("bleeding between periods"), menstruation delayed ("lack of periods"), fungal infection ("yeast infections"), cervicitis ("cervicitis"), vaginal infection ("vaginitis"), arthralgia ("joint pain"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), headache ("headaches"), paraesthesia ("tingling sensations"), neuralgia ("nerve pain"), anxiety ("anxiety attacks"), mood swings ("mood swings"), cyst ("cysts"), furuncle ("boils"), acne ("acne") and chills ("night chills"). On an unknown date, the patient experienced dyspareunia ("sex was painful"). The patient was treated with surgery (she had scheduled to undergo essure removal surgery on tuesday 6 am i.e ((B)(6) 2015)). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, menstrual disorder, bacterial vaginosis, vaginal discharge, hot flush, night sweats, dysmenorrhoea, metrorrhagia, menstruation delayed, fungal infection, cervicitis, vaginal infection, arthralgia, dyspepsia, headache, paraesthesia, neuralgia, anxiety, mood swings, cyst, furuncle, acne and chills outcome was unknown and the abdominal distension and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, anxiety, arthralgia, bacterial vaginosis, cervicitis, chills, cyst, dysmenorrhoea, dyspareunia, dyspepsia, fungal infection, furuncle, headache, hot flush, menstrual disorder, menstruation delayed, metrorrhagia, mood swings, neuralgia, night sweats, paraesthesia, vaginal discharge and vaginal infection to be related to essure. The reporter commented: per social media record: on (B)(6) 2015, it was reported that patient would undergone surgery for essure removal on tuesday at 6 am. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device m alfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : new reporter and event sex was painful added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 05-oct-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device m alfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("discharge"), hot flush ("hot flashes"), night sweats ("night sweats"), dysmenorrhoea ("painful periods"), metrorrhagia ("bleeding between periods"), menstruation delayed ("lack of periods"), fungal infection ("yeast infections"), cervicitis ("cervicitis"), vaginal infection ("vaginitis"), arthralgia ("joint pain"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), headache ("headaches"), paraesthesia ("tingling sensations"), neuralgia ("nerve pain"), anxiety ("anxiety attacks"), mood swings ("mood swings"), cyst ("cysts"), furuncle ("boils"), acne ("acne") and chills ("night chills"). On an unknown date, the patient experienced dyspareunia ("sex was painful"). The patient was treated with surgery (she had scheduled to undergo essure removal surgery on tuesday 6 am i.e ((B)(6) 2015)). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, menstrual disorder, bacterial vaginosis, vaginal discharge, hot flush, night sweats, dysmenorrhoea, metrorrhagia, menstruation delayed, fungal infection, cervicitis, vaginal infection, arthralgia, dyspepsia, headache, paraesthesia, neuralgia, anxiety, mood swings, cyst, furuncle and acne outcome was unknown and the abdominal distension, chills and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, anxiety, arthralgia, bacterial vaginosis, cervicitis, chills, cyst, dysmenorrhoea, dyspareunia, dyspepsia, fungal infection, furuncle, headache, hot flush, menstrual disorder, menstruation delayed, metrorrhagia, mood swings, neuralgia, night sweats, paraesthesia, vaginal discharge and vaginal infection to be related to essure. The reporter commented: per social media record: on (B)(6) 2015, it was reported that patient would undergone surgery for essure removal on tuesday at 6 am. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter information was added. Outcome of previously reported event chills was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("discharge"), hot flush ("hot flashes"), night sweats ("night sweats"), dysmenorrhoea ("painful periods"), metrorrhagia ("bleeding between periods"), menstruation delayed ("lack of periods"), fungal infection ("yeast infections"), cervicitis ("cervicitis"), vaginal infection ("vaginitis"), arthralgia ("joint pain"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), headache ("headaches"), paraesthesia ("tingling sensations"), neuralgia ("nerve pain"), anxiety ("anxiety attacks"), mood swings ("mood swings"), cyst ("cysts"), furuncle ("boils"), acne ("acne") and chills ("night chills"). On an unknown date, the patient experienced dyspareunia ("sex was painful"). The patient was treated with surgery (she had scheduled to undergo essure removal surgery on tuesday 6 am i.e (B)(6) 2015)). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, menstrual disorder, bacterial vaginosis, vaginal discharge, hot flush, night sweats, dysmenorrhoea, metrorrhagia, menstruation delayed, fungal infection, cervicitis, vaginal infection, arthralgia, dyspepsia, headache, paraesthesia, neuralgia, anxiety, mood swings, cyst, furuncle and acne outcome was unknown and the abdominal distension, chills and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, anxiety, arthralgia, bacterial vaginosis, cervicitis, chills, cyst, dysmenorrhoea, dyspareunia, dyspepsia, fungal infection, furuncle, headache, hot flush, menstrual disorder, menstruation delayed, metrorrhagia, mood swings, neuralgia, night sweats, paraesthesia, vaginal discharge and vaginal infection to be related to essure. The reporter commented: per social media record: on (B)(6) 2015, it was reported that patient would undergone surgery for essure removal on tuesday at 6 am. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("discharge"), hot flush ("hot flashes"), night sweats ("night sweats"), dysmenorrhoea ("painful periods"), metrorrhagia ("bleeding between periods"), menstruation delayed ("lack of periods"), fungal infection ("yeast infections"), cervicitis ("cervicitis"), vaginal infection ("vaginitis"), arthralgia ("joint pain"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), headache ("headaches"), paraesthesia ("tingling sensations"), neuralgia ("nerve pain"), anxiety ("anxiety attacks"), mood swings ("mood swings"), cyst ("cysts"), furuncle ("boils"), acne ("acne") and chills ("night chills"). The patient was treated with surgery (she had scheduled to undergo essure removal surgery on tuesday 6 am i.e ((B)(6) 2015)). At the time of the report, the abdominal pain lower, menstrual disorder, bacterial vaginosis, vaginal discharge, hot flush, night sweats, dysmenorrhoea, metrorrhagia, menstruation delayed, fungal infection, cervicitis, vaginal infection, arthralgia, abdominal distension, dyspepsia, headache, paraesthesia, neuralgia, anxiety, mood swings, cyst, furuncle, acne and chills outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, anxiety, arthralgia, bacterial vaginosis, cervicitis, chills, cyst, dysmenorrhoea, dyspepsia, fungal infection, furuncle, headache, hot flush, menstrual disorder, menstruation delayed, metrorrhagia, mood swings, neuralgia, night sweats, paraesthesia, vaginal discharge and vaginal infection to be related to essure. The reporter commented: per social media record: on (B)(6) 2015, it was reported that patient would undergone surgery for essure removal on tuesday at 6 am. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2019: the case was upgraded from other event to incident. Reporter's were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.